Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no impact to the customer¿s blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue and resumed insulin therapy.